Manufacturer narrative:
Reported event: an event regarding migration and consequent soft tissue damage involving a mets hemi coned pelvis was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: not performed as no items were returned. -clinician review: the implant in situ was for a mets coned hemi pelvic replacement and the date of insertion was unknown. The surgeon reported that the implant has compressed the vessels after a fall and affected the blood supply. The CT image provided shows that the cone designed cup has medially migrated and changed its position in inclination and anteversion, which indicates that the chp implant has lost its fixation. Therefore, the radiographic review can confirm the clinical report and reason for revision. -product history review: review of the product history records indicate devices were manufactured with no reported relevant discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: an event regarding soft tissue damage involving a mets hemi coned pelvis was reported. The event was confirmed by medical review. It was reported by the sales rep that the patient fell and, as consequence, the implant migrated, pressing on a blood supply to the foot. The migration of the implant was confirmed by the clinical review.

Event description:
A patient specific prescription form was received for the patient's left hemi-pelvis with reason for surgery noting: "failure of chp implant size 7/9." It was reported that: "the patient has a mets chp and yesterday had taken a fall, as a result he now has white foot and it looks like the implant is pressing on a blood supply to the foot." Additionally, surgeon is "happy with the existing proximal femoral component that is in situ. The patient currently has a dual mobility implant cemented into the chp so the surgeon requested trident locking mechanism be added to the hemi pelvis implant."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific prescription form was received for the patient's left hemi-pelvis with reason for surgery noting: "failure of chp implant size 7/9." It was reported that: "the patient has a mets chp and yesterday had taken a fall, as a result he now has white foot and it looks like the implant is pressing on a blood supply to the foot." Additionally, surgeon is "happy with the existing proximal femoral component that is in situ. The patient currently has a dual mobility implant cemented into the chp so the surgeon requested trident locking mechanism be added to the hemi pelvis implant."